Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information provided. Part: 02.118.008; lot: 9927748; manufacturing site: raron; release to warehouse date: may 04, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection the 2.7/3.5mm va-lcp medial distal tibia plate/10 holes/right was returned and received at us customer quality (cq) in two pieces. The plate was observed to be broken in half, with the transverse fracture occurring at the locking hole of the 5th combi-hole (c5). No other issues were identified with the returned components of the device. Dimensional inspection per drawing 2.7mm/3.5mm va-lcp medial distal tibia plate: cross-section k-k measurements were taken at the transverse fracture of the returned implant. Plate thickness: conforming plate width: conforming document/specification review . 2.7mm/3.5mm va-lcp medial distal tibia plate - manufacture and current revision investigation conclusion . The complaint was confirmed for the 2.7/3.5mm va-lcp medial distal tibia plate/10 holes/right as the plate was observed to be broken in half, with the transverse fracture occurring at the locking hole of the 5th combi-hole (c5). There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient or the screws incorrectly locked to plate (not properly torqued). Based on the investigation findings, it is determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device pulled from archive and returned to customer . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown date in 2019. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision of the variable angle locking compression plate (va-lcp) medial distal tibia plate due to a broken plate. The patient had a distal third tibia fracture that was treated in (B)(6) 2019, and came back to the doctor¿s office this week. There were no fragments generated from the broken device. There was no surgical delay reported. Procedure was successfully completed with no patient consequence. Concomitant devices reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.7/3.5mm va-lcp medial distal tibia plate/10 holes/right this is report 1 of 1 for (B)(4).